Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a y-connector disconnection. The user found that the welded portion of the y-connector disconnected immediately after suction began. Subsequently, the evacuator and the y-connector were replaced and there were no further issues reported. The drain tube was not replaced.

Manufacturer narrative:
Received 1 used y-connector with tubing only. The reported event was confirmed as manufacturing-related. One used sample was returned in non-original closed pouch identified as sterilized the unit returned showed residues of body fluids. The sample had evidence of use and traces of human body fluids. The pouch was opened and visual inspection was performed, the complaint was confirmed to be detached, a closer view on sample received shows defective sealing at the junction of tailpiece / "y¿ connector head, due to a poor welding during the manufacturing process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. In the event an air-tight seal is not achieved, the evacuator will rapidly fill with air from the leak; subsequent drainage to the evacuator will occur only if allowed by gravity and wound exudates forcing the flow. Entry into the evacuator is allowed only by displacement of air in the evacuator by wound exudates flow. In this displacement process, air reflux from the evacuator to the wound can occur and increase the likelihood of back-contamination across the anti-reflux valve. In the event of drain occlusion by fibrin, clots, or other particulate matter, all wound drainage ceases. The advantages of wound drainage, particularly closed system drainage, are lost if an air-tight seal between the drain and the skin where the drain emerges is not achieved or if the drain is allowed to become occluded. Complications which may result from the use of this suction drainage system include the risks associated with methods utilized in the surgical procedure, as well as the patient degree of intolerance to any foreign object in the body." (B)(4).

Event description:
It was reported that there was a y-connector disconnection. The user found that the welded portion of the y-connector disconnected immediately after suction began. Subsequently, the evacuator and the y-connector were replaced and there were no further issues reported. The drain tube was not replaced.